Manufacturer narrative:
(B)(4).510(k):the product is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k20332. The complaint device has not yet been received for investigation.we will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k20332. Narrative: method: the returned breathing circuit was pressure tested and submerged in a water bath to check for leaks. Results: the breathing circuit was found to be leaking from a hole in the inspiratory extension and expiratory limbs. A lot check revealed no other complaints of this nature for lot number 091103. Conclusion: all breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that the leak developed post-production, possibly during transport or set-up. A leak in the breathing circuit is usually detected by an alarm on the ventilator. The rt125 user instructions that accompany the device state the following warnings: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that there was a leak in an rt125 breathing circuit. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that there was a leak in an rt125 breathing circuit.no patient consequence was reported.